Manufacturer narrative:
H.6. Investigation: based on the incident in question the batch history was analyzed. All records of the manufacture of the lot presented results in accordance with the specification. After the evaluation of the picture and the respective process and quality records, the presence of the foreign matter in the product was confirmed and it was concluded that the contamination occurred during the syringe production process. This is the 12th related complaint for needle missing on the provided lot number. This is the 1st related complaint for foreign matter on the provided lot number.

Event description:
It was reported that needle 27x1/2 ll eclipse had foreign matter. The following information was provided by the initial reporter: during the release some units that were discarded by the clinical staff and as we had to perform a visual inspection before dispensing, a unit was identified with a hair that appears in this count.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter additional phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that needle 27x1/2 ll eclipse had foreign matter. The following information was provided by the initial reporter: during the release some units that were discarded by the clinical staff and as we had to perform a visual inspection before dispensing, a unit was identified with a hair that appears in this count.